Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The fiber optic cable and the hose were cut and the connections were not returned. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. After the removal of the returned rotawire; functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr tip and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr became stuck on the guidewire. The target lesion was located in severely tortuous and severe calcified proximal to distal right coronary artery. A 1.50mm rotalink plus and a rotawire and wireclip torquer were selected for use. During procedure, ablation was performed; however, when the physician attempted to remove the burr, and extend/pull out the burr tip outside the patient's body, it became unable to remove off of the guidewire. The wire was then cut y the burr tip and was able to be removed. Afterwards, the physician inserted a microcatheter over the remainder of the wire left in the patient, in order to keep vessel access. After the microcatheter was placed, the remainder of the cut wire was removed from the patient completely and replaced with another rotawire. There were no patient complications reported and the patient's condition post procedure was reported as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that the burr became stuck on the guidewire. The target lesion was located in severely tortuous and severe calcified proximal to distal right coronary artery. A 1.50mm rotalink plus and a rotawire and wireclip torquer were selected for use. During procedure, ablation was performed; however, when the physician attempted to remove the burr, and extend/pull out the burr tip outside the patient's body, it became unable to remove off of the guidewire. The wire was then cut y the burr tip and was able to be removed. Afterwards, the physician inserted a microcatheter over the remainder of the wire left in the patient, in order to keep vessel access. After the microcatheter was placed, the remainder of the cut wire was removed from the patient completely and replaced with another rotawire. There were no patient complications reported and the patient's condition post procedure was reported as good.